Event description:
Facility reported a colleague pump in which, on (B)(6), 2010 this pump was set to deliver 125ml/hr but after 2 hour period a full 1 liter saline bag was infused 500ml/hr. This was confirmed by 3 staff members who also confirmed that the set was connected correctly. The event log was checked and only 125ml/hr rate was sent not 500ml. No additional information regarding this event has been provided. No patient injury or medical intervention has been reported related to this event.

Manufacturer narrative:
The device has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. A 510k number will not be provided in the emdr as this is an international code for distribution outside of the u.s. But is being reported as it is the same as or similar to a code distributed within the u.s. (B)(4)